Event description:
It was reported to boston scientific corporation that the patient reported having pain on (B)(6) 2010. On (B)(6) 2010, the patient reported having difficulty urinating at night. Additionally, she stated that she had left-sided groin pain with mobility. The physician concluded that the patient had a small cystocele, post-operative discomfort, and a urinary tract infection. On (B)(6) 2012, the patient reported having urinary urgency, recurrent urinary tract infections, back and abdominal pain, leg swelling, and mixed incontinence. During examination, the physician found a small rectocele and large cystocele, and prescribed the patient levaquin (750 qd for three days). On (B)(6) 2013, the physician recommended that the patient return to a different physician for correction of her cystocele. The patient subsequently underwent a cystocele repair and tot removal procedure on (B)(6) 2013. All other information is unknown.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
.